Event description:
The preoperative diagnosis was thrombosis, arteriovenous fistula, right upper arm, and the surgical procedure performed was a thrombectomy and revision of fistula with patch angioplasty. During the procedure, a number 4, french arterial embolectomy catheter was inserted in the axillary vein to remove the clot. The balloon was inflated, and when the catheter was withdrawn from the vein, the balloon was missing. The catheter balloon was removed. Prior to inserting the catheter, the balloon was tested and no problems were observed. A second number 4, french arterial embolectomy catheter was tested, inserted, and the balloon was inflated. Upon removal, the second catheter was broken inside of the balloon. The balloon remained intact and attached. In both instances, a soft blood clot was being removed. No untoward outcome was experienced by the pt.